Event description:
The customer reported obtaining erroneous differential results for approximately ten (10) patient samples from the coulter act 5diff cap pierce. The customer stated that the instrument generated r flags for the differential results and suboptimal scattergrams. R flags are generated to alert the customer to review the results. The customer provided only four (4) patient sample results for review. A review of the patient results indicates that the initial sample runs for the four (4) patients generated higher lymphocyte (ly) and lower neutrophil (ne) results along with instrument generated flags when compared to the manual differential results which the customer considered correct. Patient #4 also showed higher monocyte (mo) and eosinophil (eos) results when compared to the manual differential results. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Quality control results prior to the event were within specifications.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and discovered salt buildup on the rear side of the flowcell as a result of a crack in the flowcell. The fse ordered a new replacement part to be sent to the customer to address the issue. The cause of the discrepant results is likely attributed to the cracked flowcell.